Event description:
Reporter alleged the customer exhibited symptoms of low blood glucose during the night. His mother found him unresponsive and was able to shake him to wake up. She attempted to test on the mobile system but was unable to get a result due to an unknown error message. A second meter was located approximately 20 minutes later, and a result of 3.3 mmol/l was obtained. The customer was then treated with fast acting carbohydrates. The suspect products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.